Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. The patient was not hospitalized for the event. Treatment was not reported. On an unreported date, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported that the peritonitis event might have started about 3 weeks ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.